Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seventeen (17) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed due to inappropriate reprocessing due to leakage from elevator channel plug. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use: detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection preventative measures in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a combination of corrosion and foreign matter adheres to the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.